Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed pump error 130 during basal. The insulin pump alarmed pump error 130 again during the load reservoir and fill tubing process. Customer's blood glucose level was 145 mg/dl. The device was not returned.

Manufacturer narrative:
The insulin pump alarmed pump error 38 during rewind and pump error 130 was found at the long trace history file due to motor with corrosion damage. The insulin pump was received with minor scratched lcd window and case.